Event description:
Additional information received indicated the patient presented in clinic where troubleshooting steps was performed to re-pair the application. No information was provided as to what type of intervention was performed. There were no reported patient consequences.

Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the information provided, it was determined that the device entered ble lockout due to multiple insufficient authorizations. This behavior is per design specification as a part of a cybersecurity feature.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.